Event description:
It was reported that the patient underwent a revision of the bhr tha hip implant. Patient was revised to bhr dual mobility head. The patient had elevated lab markers. No further information is available at the moment.

Manufacturer narrative:
It was reported that the patient underwent a revision of the bhr tha hip implant. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. No part/lot numbers were provided; hence documentation review could not be completed. If more information is received, this investigation will be reopened. Smith and nephew has not received the device/ adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.